Event description:
Reporter indicated that the pt's device began registering high impedance following a surgery that the pt underwent. It was noted that diathermy was used in the surgery, and is believed to be a possible cause for the onset of the high impedance. Shortly afterwards, the pt started to experience an increase in seizure activity, which could potentially be due to a loss of therapy. All attempts for further info from the treating physician have been unsuccessful to date.

Manufacturer narrative:
Device failure suspected.